Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).